Event description:
The article "combined mitral and tricuspid teer with a single triclip steerable guide catheter: a single-center study" was reviewed. The article presented a retrospective single center study, to evaluate the safety and efficacy of combined mitral (m-teer) and tricuspid (t-teer) transcatheter edge-toedge repair using a single triclip® steerable guide catheter (sgc). Devices mentioned include triclip steerable guide catheter, triclip, mitraclip. The article concluded that combined m-teer and t-teer using the same triclip sgc demonstrated favorable safety and efficacy, along with significant functional and echocardiographic improvements. [The primary author and corresponding author was vlasis ninios at interbalkan medical center institution with corresponding email vninios@gmail.com]. The time frame of the study was january 2022 to january 2024. A total of 42 patients were included in this study, of which 42 received an abbott device. As this event is from a literature review, there is no relevant patient information (date of birth, age, gender, weight, and medical history) to report. Cn-295732, unk triclip steerable guide catheter peri- and post-procedural complications included atrial septal defect (asd) closure. Cn-295733, unk triclip peri- and post-procedural complications included single leaflet device attachment (slda), heart failure, prolonged hospitalization.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
Summarized patient outcomes/complications of triclip device were reported in a research article in a subject population with unspecified comorbidities. Complications reported included single leaflet device attachment (slda), heart failure, prolonged hospitalization; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.